Manufacturer narrative:
There were no technical services requested or performed related to the reported event. The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Alcon lensx (site #(B)(4)) is no longer operational. Lensx manufactured products are maintained and investigated by the alcon research, ltd. (B)(4) technology center (site #(B)(4)). The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported an anterior capsular tear, in one left eye during laser assisted cataract surgery. The surgeon requested for the capsule and lens cuts turned off in his profile. A technician was contacted by a company representative to obtain more information and reported an anterior capsule tag occurred. Company representative also reached out to the surgeon for more information. The surgeon reported a free floating capsule. The surgeon is not sure if it happened during hydrodissection. The tear radialized around and broke the posterior capsule right before intraocular lens (iol) was implanted. A toric iol could not be placed, and a three piece iol was placed in the sulcus. The surgeon reported that technique has not changed and is always careful. A company representative assisted with turning off the capsule and lens cuts, from the surgeon¿s profile, as had been requested.